Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 433 mg/dl. Treatment received while in the ICU was not provided. The customer was released from the ICU on (B)(6) 2022 with ¿minimal coronary artery disease¿. Reportedly, the customer used off label insulin. Tandem technical support (cts) educated the customer on approved labeled insulin. Cts performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.